Manufacturer narrative:
Code 10 - refer to the device evaluation summary below for the results of the engineering evaluation. The device evaluation showed the following: engineering visually inspected the leading end of the delivery catheter. It appeared that there is no damage and the polyimide had a smooth edge. It also appears that there is no residue or material from the leading olive bond on the polyimide. Based on the findings from this evaluation, the physician¿s observation that the leading olive became separated from the catheter was confirmed. The likely cause for the separated leading olive is consistent with a lack of bonding between the leading olive and the delivery catheter.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported during there was resistance noted during advancement of the delivery catheter. Upon removal of the delivery catheter it was observed that the leading proximal olive had completely detached from the delivery catheter and remained within the patient. A snare catheter was successfully used to retrieve the detached olive from the patient. No further adverse events were reported and the patient was reported to have tolerated the procedure.